Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the device was out of calibration at the 0 reading, and the cable insulation and machined head were damaged. The motor, plug harness, machined head, pin, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6).

Event description:
It was reported that during an unknown time, it was observed that the device needed to be repaired. During product evaluation, it was found that the motor speeds were unstable, the device was out of calibration at the 0 reading, and the cable insulation and machine head were damaged. There was no patient harm or delay noted. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.